Event description:
It was reported that during routine check, cs100 intra-aortic balloon pump (iabp) not switching on . There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.